Event description:
Reporter states that when the chair is in the reverse motion and the joystick is released the chair moves forward picking up speed and the only way to stop the chair from moving is to put the chair in reverse. The neutral position cannot be achieved. No injuries reported.